Event description:
Reportedly, ventilator shut down with no warning. It is not turning on. Sometimes there is no alarm. The reported failure happened while the ventilator was on ac power. No pt injury or intervention was reported as a result of this event.